Manufacturer narrative:
E.1. Initial reporter facility name: (B)(6). Investigation summary: bd received 4 photos for investigation, and the evaluation of the four photos demonstrates underfill. Additionally, 20 retained samples from each batch number 5239771 and 5239769 were used for functional tests and all retained samples drew within specification. Based on a review of the device history record for the incident lots, all product specifications and requirements for lot release were met. This complaint has been confirmed for the lots 5239769 and 5239771, for the indicated failure mode: underfill. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
Report 2 of 2: it was reported while using bd vacutainer® 9nc 0.109m plus blood collection tubes, one (1) tube underfilled. No adverse impact was reported regarding the patient or user.